Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right atrial (ra) and the right ventricular channels that resulted in pacing inhibition. The pacing inhibition did not lead to any periods of asystole greater than 2 seconds in duration. Pacing impedance fluctuations were also noted. The ra impedance was measure high and out of range but has since recovered. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. The ra lead is another manufacturer's product. This crt-d and the rv lead remain in service. No adverse patient effects were reported.